Event description:
It was reported that the ilet pump displayed malfunction alert 61 indicating an external flash write error, and although a restart was attempted per troubleshooting guidance, the device was designated for replacement and the patient transitioned to alternative therapy with blood glucose reported in the normal range. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of pump therapy and use of alternative therapy without medical intervention or hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.